Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced five infusion set tubing detached from connector event in between (B)(6) 2024. The infusion set was in use for 1-1.5 hours and also 30 minutes. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-18420 - device 3 of 5.